Event description:
Dow corning silicone gel (silastic ii) implants leaked (silicone seen outside the envelope intra-op) causing neurological and immunological problems which improved after explantation.